Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited noise. Review of the noise reversion episodes showed intermittent noise causing pacing inhibition. The dependent patient was asymptomatic. The noise could be reproduced with isometrics. The device was programmed to voor mode. The patient's condition was stable.